Event description:
It was reported that the I let user attempted to apply a teflon 23 infusion set and the set fell out of the applicator, after which a new site was applied during the call and a replacement infusion set was arranged. No reported changes in blood glucose or symptoms. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included troubleshooting and user education performed during the call. Investigation of this case revealed an infusion set deployment issue consistent with an incorrectly deployed infusion set or connector handling issue; the device lot was provided. It was concluded, based on previously established findings for similar reports, that the cause was user technique.